Event description:
Dexcom 6 continuous glucose sensor failed. Contacted dexcom explained the problem (failed sensor). They declined to help and blamed tandem and transferred to them. They said no this is a dexcom problem and transferred me back dexcom identified the problem and offered to send a replacement via 3-7 days via (B)(6) a week without a cgm sensor I expressed concern and asked for overnight. One week ago, I got the moderna vaccine and suffered diabetic ketoacidosis. Failed sensor has resulted in elevated bg. Last week I had ketoacidosis following moderna covid-19 vaccine. Being without continuous bg testing is dangerous. Raised my concerns with dexcom. Asked for call back and action. FDA safety report ID # (B)(4).